Event description:
Pt. Was getting a cardiomems inserted. Case initially progressing in normal fashion, obtained venous access w 12 fr. Sheath, advanced swan ganz catheter to rv to pa, unable to pass swan ganz to the left pa, 021 wire inserted, unable to pass wire to left pa. Swan positioned in right pa, measured pressures. Right pa angiogram ap and lao, sizing and position deemed appropriate for implant. 018 wire advanced to right pa swan removed, delivery catheter inserted to rv, sensor unable to pass beyond the rv ppm lead. (Pt. Has a permanent pacemaker). After multiple attempts, pa wire backed out of pa, determined need to remove the system and start again with swan placement. Delivery catheter brought back to introducer sheath, ( cook 12 fr) would not withdraw into the sheath using proper technique. Sheath removed with delivery catheter and 018 wire in venous system. Delivery catheter hub removed, new sheath inserted (cook 12 fr) over delivery catheter however unable to advance past sensor in an attempt to remove it, sheath removed. Attempted to remove the delivery catheter and sensor over 018 guide wire, sensor (cardiomens) was unable to be removed and it remained in the soft tissue. Vascular surgeon notified and elected to take pt to operating room for cut down and removal of the sensor. FDA safety report ID # (B)(4).